Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached in the lapjoint section. The imaging window was not returned for analysis.

Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was selected for an ultrasound examination of the target lesion. Before the catheter was inserted into the body, it was gently pulled to check for adhesion problems at the wrap joint, and became separated., the catheter was replaced, but after three uses, when the second catheter was removed from the body, it was noted that the wrap joint was about to detach. The procedure was completed with another of the same devices. No patient complications were reported and the patient condition was stable.

Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was selected for an ultrasound examination of the target lesion. Before the catheter was inserted into the body, it was gently pulled to check for adhesion problems at the wrap joint, and became separated., the catheter was replaced, but after three uses, when the second catheter was removed from the body, it was noted that the wrap joint was about to detach. The procedure was completed with another of the same devices. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached in the lapjoint section. The imaging window was not returned for analysis.

Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was selected for an ultrasound examination of the target lesion. Before the catheter was inserted into the body, it was gently pulled to check for adhesion problems at the wrap joint, and became separated., the catheter was replaced, but after three uses, when the second catheter was removed from the body, it was noted that the wrap joint was about to detach. The procedure was completed with another of the same devices. No patient complications were reported.